Manufacturer narrative:
(B)(4). A batch review will be performed. The sample was received for evaluation. A visual inspection, functional flow test, clear passage test, and pressure test were performed. No nonconformances were identified. The reported condition was not able to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power injectable microbore non-dehp catheter extension set with neutral lad disconnected from the patient's catheter and leaked. This occured infusion of chemotherapy. The customer stated that the chemotherapy drug leaked onto the patient's skin. No additional information is available.